Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test. Unable to prime during prime/a33 test due to faulty force sensor resistor. Device passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had act buttons stuck, the squirts out insulin and motor error and reset the time when changes battery. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had experienced random or unexplained no delivery alarm, diminished battery life. The insulin pump will not be returned for analysis.